Event description:
Pt no longer responded on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery has not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.